Manufacturer narrative:
Concomitant medical products: 6957 lead, implanted: (B)(6) 1986. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead an unipolar high impedance warning triggered, atrial low impedance alert triggered and atrial polarity switch occurred. The physician is aware of the lead issue, and working on a resolution. The ra lead remains in use. No patient complications have been reported as a result of this event. On 2019-04-05, additional information received indicated the atrial lead is a dedicated unipolar lead therefore high bipolar impedance is normal behavior as the lead cannot be programmed bipolar and is appropriately programmed unipolar. The high impedance warning was during a procedure when the device was removed from the pocket as part of the surgery taking place. It was also reported the lead is a dedicated unipolar lead, when a device is removed from the pocket with a unipolar lead, the device will measure high lead impedance. This is normal behavior for a dedicated unipolar lead. There was no action or intervention required for this as this is a normal functioning lead.